Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 1.1; repeat = 3.9. Less than five mins between tests. The customer had another issue with precision but the nurse did not have the lot number from the first precision issue and could not give any specifics regarding date and results. After getting the high result listed above, customer tested on a second inratio2 meter but no further info was available.